Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. No sample was returned for investigation; therefore, no physical investigation could be conducted. A simulation test was conducted with production sample. No deflation issues were observed. However; in the absence of the returned sample and limited information available, further investigation could not be conducted, and therefore the complaint is not confirmed.

Event description:
It was reported that a female patient had the catheter because of urinary retention. The catheter was found in the bed with the balloon fully deflated the first time. The patient was calm and did not pull on the catheter. She had a second catheter inserted and the exact same issue occurred a few hours later. The patient experienced pain from two catheter insertions. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a female patient had the catheter because of urinary retention. The catheter was found in the bed with the balloon fully deflated the first time. The patient was calm and did not pull on the catheter. She had a second catheter inserted and the exact same issue occurred a few hours later. The patient experienced pain from two catheter insertions. The patient's condition was reported as fine.